Event description:
It was reported that the user intentionally announced a smaller-than-usual meal despite eating a usual meal to avoid low blood glucose, after which blood glucose was elevated to 246 mg/dl and the ilet issued a high alert; the user was advised that the meal announcement could not be corrected and to announce accurately at the next meal, and the user planned to allow the ilet to correct the elevated glucose. Symptoms included no reported clinical symptoms. Outcomes included no functional impairment and no need for outside assistance or medical intervention. Investigation included technical support review and user education regarding proper meal announcement and system use. Investigation of this case revealed user error related to incorrect meal announcement with no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect input.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.